Manufacturer narrative:
Visual inspection performed by r&d project manager: the visual inspection confirmed what reported into the complaint form. We discovered a breakage of a little piece of blue plastic impactor. In addition, there are signs af damage on the external profile of the impactor probably due to a improper use or excessive force during impactions against instrument metal edges. The tibial impactor is one of the most critical instrument in terms of wear due to the different steps in witch it can be used during the surgery (piece produced in 2014).

Manufacturer narrative:
Batch review performed on 29 apr 2019: lot 1411565: (B)(4) items manufactured and released on 06-oct-2014. No anomalies found related to the problem. To date, no similar event has ever been reported. Preliminary investigation from r&d (B)(4): from the analysis of the photos it is not clear the reason for the detachment of plastic pieces during final femoral impactions. We can imagine that the instruments was used against edges of metal instruments (tibial baseplate, cutting blocks) or that the instrument was used with excessive force (confirmed from the rounded and flattened corner of the blue impactor).

Event description:
During final impaction of the definitive femur, blue plastic splinters detached from the femoral impactor. The surgeon took about 10 minutes to remove them and check that they did not stay in the joint. The surgery was completed successfully.